Event description:
Pt's mother stated that the curlin pump [serial: (B)(6) maintenance due: not provided] displayed unspecified error code on screen. Home health nurse was unable to clear error code. Heme health nurse manually reprogramed a separate curlin pump at home that the family uses for pt's sibling (also a pharmacy pt). Mom stated the privigen infusion has already been completed this morning. Mom stated pt experienced no adverse event due to faulty pump or using manually reprogrammed pump to complete infusion. Mom stated faulty pump is in their possession and able to be sent back. Pharmacy replacing pump. No further info. Reported to (B)(6) by pt/caregiver.